Event description:
The issue occurred during an esophagogastroduodenoscopy. The procedure was completed with the same device without delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunctions were confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunctions would likely be too much heat compound was applied to the lamp and overheat occurred inside the device. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source displayed an error e102 (lamp outage) after the lamp bulb was swapped out. There were no reports of patient harm.